Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on event description filter perforated ivc, clinical images and medical reports. Per the complaint report, and attached autopsy report, the case involves a patient who presented with left lower extremity edema for one week. Venogram performed on (B)(6) 2018 demonstrates deep venous thrombosis involving the posterior tibial, popliteal and superficial femoral vein with iliac vein patency. Images from this venogram were not submitted for review, but were discussed in the complaint report. On (B)(6) 2018 a celect ivc filter was placed in an infrarenal location without evidence of significant tilt or immediate penetration. The filter was placed via a right common femoral venous approach. Although not specified in the complaint report, nor on the images themselves, there is suggestion that the ivc filter was implanted prior to performing the thrombectomy/thrombolysis given the wording in the complaint report. An aspiration thrombectomy of the superficial femoral vein was performed via a left popliteal approach with patient in the prone position. The images associated with this procedure demonstrate near complete resolution of any thrombus remaining in the superficial femoral vein with normal antegrade flow through the superficial femoral vein. Despite the marked improvement in forward flow and the relative lack of any residual thrombus, the complaint report states the sheath was left in place and thrombolysis using urokinase was continued until (B)(6) 2018, indicating 3 days of thrombolysis were performed, despite no significant residual thrombus remaining. On (B)(6) 2018, at 10:30 am, the sheath was removed and the access site was bandaged. The complaint report does state that "treatment was continued for anticoagulation, blood activation and vessel dilatation", but does not specify if this means angioplasty was also performed on this day. As there are no images submitted from this, angioplasty was not likely performed on this day. This statement does indicate patient was anticoagulated at this point. In the autopsy report it is noted on (B)(6) 2018 at 11:20 the blood work demonstrated decrease in hematocrit and platelets, indicating the patient has or is loosing blood at this point, but does not specify to what extent. At 17:06, on (B)(6) 2018, patient experienced shortness of breath, cyanosis and syncope, and from the description, attempts at resuscitation were unsuccessful with the patient expiring at 19:12. The review of the autopsy report demonstrates a large retroperitoneal hematoma involving the entire right retroperitoneal. The report also describes that four "steel wires" were seen extending through the wall of the ivc and into the retroperitoneal hematoma. On the images submitted and in the description of the autopsy, there does appear to be extension of the primary legs through the wall of the ivc, but this is difficult to confirm given the low resolution of the image and it is not possible to differentiate the primary versus secondary legs. Furthermore, given the size of the hematoma, although being in the retroperitoneal space, it does not clearly state that the hematoma arose from the small puncture sites through the wall of the ivc, and there is no mention of significant tear of the ivc from the penetrations, although the report states ¿he died of hemorrhagic shock because the filter punctured the inferior vena cava¿. The patient had the ivc filter placed via a right femoral venous approach at the time of initiation of thrombolysis, and this venotomy, if punctured inadvertently high, could have also contributed to the large retroperitoneal hematoma. Furthermore, there is no clear acr/sir appropriate indication to place an ivc filter in this clinical situation. Patient had very little thrombotic burden, and did not have a contraindication to anticoagulation nor did the complaint report specify any significant concern for worsening or inability to tolerate any additional pulmonary emboli. In addition, the patient underwent 3 days of thrombolysis following ivc filter placement, which clinically did not appear to be indicated as there was barely any thrombus remaining. As previously reported in the literature, retroperitoneal hematoma has been seen following catheter directed thrombolysis in the setting of an ivc filter. Despite this, given the normal appearance of the ivc filter at placement, it is very unusual that a significant penetration would have occurred in such a short time frame in the setting of a normal placement. The ivc filter penetration could have been the cause for the large retroperitoneal hematoma, but could also have been the result of the previous access site from the placement of the ivc filter, or more commonly seen,a complication of anticoagulation and a very extended length of thrombolysis. It has been reported that abdominal trauma, physical pressure on the ivc, and/or cardiorespiratory motion and postural changes could exert stress on the filter and precipitate the penetration, which may have all occurred during the resuscitation efforts of this patient, indicating the penetration may have been a result of the patient's demise rather than the cause. Unfortunately, the exact sequence of events leading to this patients demise will never be determined. However, from the literature and medical experience, although it is not impossible to die from an ivc filter perforation resulting in hemorrhagic shock, statistically speaking, it is very improbable. It is noted that the (B)(6) 2018, as referenced above the patients blood work indicates that the patient is loosing blood and that the patients family is informed of a surgery and angiography was planned in order to confirm the thrombus condition. However, the family refused the surgery after consideration. The patient died later that same day. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Additional information received (B)(6) 2018: on (B)(6) 2018, (B)(6), a male, (B)(6), was admitted at 14:33 due to swelling of the left lower limb accompanied with pain for 1 week. On (B)(6) 2018, anterograde venography of deep vein of left lower limb was performed, in which it found that thrombi formed in left posterior tibial vein, popliteal vein and superficial femoral vein, and left iliac vein was unobstructed. On (B)(6) 2018, inferior vena cava filter implantation + left lower limb deep vein thrombectomy were performed in catheter room, in which it found one cook filter implanted in inferior vena cava and angiography indicated thrombi in middle and distal part of left superficial femoral vein and popliteal vein. Therefore, 8f guiding catheter was used to aspirate thrombi, with large amount of fresh thrombi aspirated. After then, catheter sheath was maintained to pump small amount of urokinase for thrombolysis. On (B)(6) 2018, thrombolytic catheter sheath was withdrawn at bedside at 10:30, and lower left limb was band up using elastic bandage. Treatment was continued for anti-coagulation, blood activation and vessel dilation. On (B)(6) 2018, (B)(6), a male, (B)(6), suddenly experienced syncope and did not respond when called at 17:06. Oxygen inhalation was given at 6l/min emergently, comprehensive ECG monitoring was performed, and grade ii nursing interventions were discontinued and replaced by grade I nursing interventions. The patient still had no responsiveness when called. Oropharyngeal airway was implanted at glossocoma to open airway, simple ventilator was adopted to assist breath, and trachea cannula was given. However, the patient's face was cyanosed, his bp was undetectable, and his carotid artery pulsation was untouchable. Emergency external chest compression was performed, and medications were administered, but the rescue was invalid. At 19:12, the patient was declared clinically dead.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). E3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2018, an ivc celect filter implantation was successfully performed on the patient who is a (B)(6) year old boy. The patient had stable vital signs. But three days later ((B)(6) 2018), the patient suddenly had shortness of breath and blue lips etc. The patient was dead from ineffectual rescue. The autopsy says that this patient died because the filter in ivc was perforated. Additional information received 19sep2018: on (B)(6) 2018, the patient suddenly fainted with no responding, when he was walking. No blood pressure. Emergency measures. The patient was treated with tracheal intubation. External chest compression. Adrenaline to keep the heart pumping. Norepinephrine to elevate blood pressure. Patient outcome: patient died 3 days after filter implantation. The date of death is (B)(6) 2018.j

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Correction of lot, b4 and age of device, f9. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation of 01nov2018 is still valid.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.